Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the following led to the malfunction: the electrode loop was deformed and an electric arc was created between the electrode and the telescope. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the electrode's tip sparked. The issue occurred during a therapeutic hysteroscopic submucosal myomectomy procedure. There were no reports of patient harm, however, there was a 1 minute delay. The procedure was able to be completed with a similar device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.